Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced bilateral endophthalmitis. The procedure was completed on the same day. Additional information has been requested, yet no new information received. There are two medical reports associated with same event. This file belongs to right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.